Event description:
It was reported that, during an implant procedure, the lead was found to be broken. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
DHR for neuro lead model#: 3186, serial#: (B)(6) and lot#: a000117819 was reviewed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review could not be performed since the lead is pending to be returned to ppe group for evaluation. Thus, allegation was unable to be confirmed or not confirmed (unable to determine from information available). Conclusion: the reported invalid impedance was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. There was also a cam impression from the swift-lock anchor. The fracture is consistent with overstress the lead was subjected near the distal end of the anchor while in vivo.